Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a extremely scratched up display from work. Customer stated display was difficult to read due to scratches. Customer also reported that pump needed battery change every three days and rewind was very loud. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for a day. The insulin pump received with normal operating current. The stop (idle) current and run current measurement tests were within specification. The insulin pump passed rewind test, displacement test, self test and passed off no power test. No low battery alarms or rewind loud/noise anomaly during testing. The insulin pump history download using thds was successful. There was no battery out limit or low battery alarms in history down load files on (B)(6) 2021. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The scratched lcd window, scratched case, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker were noted during visual inspection. Device passed all required test. No charge/battery anomalies, low battery alarm or rewind loud noise anomaly noted (not confirmed). Scratched liquid crystalline display window confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.